Event description:
It was reported that the programmer had telemetry failure. It was further requested that a calibration and test be performed and that the programmer handle be updated. The programmer radio frequency head and the programmer were returned for service. It was indicated that there were no patient complications reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. It was further requested that a calibration and test be performed and that the programmer handle be updated. The programmer radio frequency head and the programmer were returned for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board needed calibration. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).